Event description:
It was reported that pump experienced malfunction alarm identified as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if issue returned.